Event description:
It was reported by the rep that the device was used during a mastectomy procedure. It was reported that the msm20 clip msm20 was opened to finish the case. There was no consequence to the pt.